Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have woken up an insulin pump moved and inquired if it was working. Customer's blood glucose was 400 mg/dl due to eating badly. Customer treated high blood glucose with a bolus delivery and blood glucose lowered to 349 mg/dl.